Event description:
The threaded lock cannula detached from the extension tube.

Manufacturer narrative:
The sample is not available for the investigation. Additional info has been requested. If additional info is available a supplemental report will be submitted. (B) (4). (B) (4).